Event description:
It was reported that the device stopped working during a surgical procedure. This resulted in a delay of one and a half hours. The procedure was completed manually using the drill bit and no adverse consequences were reported.